Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a driled tip, broken bearing and could not insert the cutter. Therefore, the reported condition was confirmed. The failed cutter insertion was caused by the bearings being worn out and loose creating a situation where the cutter device was not able to be inserted. It was determined that the bearings were no longer in axial alignment and did not allow the cutter device to pass through. It was determined that the drilled tip was caused by the burr device being improperly loaded into the attachment device and then installed onto the drill device. It was determined that the burr device did not seat properly in the locking chamber. It was determined that the attachment device could be forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill device was started, the burr device drilled into or through the neuro tip. The assignable root cause for the broken and corroded bearings was determined to be due to wear over time. The assignable root cause for the damaged neuro tip was due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a drilled tip, broken bearing and could not insert cutter. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.